Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
To the main device, other components include: product ID: 8709sc, lot# n170501025, implanted: (B)(6) 2008, product type: catheter.

Event description:
Information was received from a patient who was receiving an unknown drug at an unknown concentration and dosage via an implantable pump for non-malignant pain. On (B)(6) 2017, it was reported that the patient was not getting enough medicine. According to the patient, they met with an hcp and a manufacturer¿s representative (rep) on (B)(6) 2017. The patient reported that the hcp and rep believed that there was a problem with the patient¿s catheter, resulting in the patient not getting enough medicine into their body. No symptoms were reported.